Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that user was unable to log into pyxis due to active directory issue. The technical support specialist (tss) logged into the station remotely and found that adsync process failed to resolve group membership for the non-existent ad group "vhanol pyxis users", causing repeated error. The indicated that ad configuration incorrectly. The tss then confirmed that this active directory issue was resolved by the hospital information technology (hit) team. The system functioned as intended after the hit resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to login. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.